Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 15549709/16054704. Product family: scs-paddle leads, upn: (B)(4), model: sc-8216-70, serial: (B)(4), batch: 17258866.

Event description:
It was reported that the patient was experiencing undesired stimulation as it was present in places that should not be felt. The leads looked frayed which was causing the malfunction per physician. The patients leads were explanted and will not be returned.